Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an infection in the pump pocket. The pt was being treated for the infection and was considering pump removal. Specific pt symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.